Manufacturer narrative:
Concomitant medical products: 31003101 tissue valve, implanted: (B)(6) 2001.

Event description:
It was reported that a pre-cardioversion remote transmission indicated possible atrial lead far field r-wave (ffrw) oversensing follow up information was received that indicated that the ffrw oversensing was confirmed and programming changes were made. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.